Manufacturer narrative:
Batch review performed on 28 january 2021: lot 161998: (B)(4) items manufactured and released on 20-june-2016. Expiration date: 2021-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar reported event since 2017. Clinical evaluation performed by medacta medical affairs department: 4 years after primary cementless tha the stem subsides and revision is required. The pre-revision xray shows osteolytic damage quite extensively around the stem. Cause unknown. This clearly led to stem subsidence. The stem was originally placed very prominent from the femoral bone but it's unlikely that this is the cause of subsidence. The report does not mention infection. The root cause of this unfavourable bone reaction remains undetermined.

Event description:
The patient came in reporting pain due to a subsided stem 4 years 2 months after the primary. The cause of the subsided stem is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.